Event description:
Related manufacturer reference number: 2017865-2024-00999. It was reported that the patient presented for an implant procedure. It was noted that the guidewire failed to be removed from the low voltage lead due the blood stains in the lead. The leads were not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of ¿guide wires could not be pulled out¿ was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. A stylet was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.